Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had a burnt tip case. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was able to be confirmed. During the evaluation it was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. Upon further inspection, it was observed that foreign objects were clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was observed that the distal end was deformed due to physical or chemical stress. It was also observed that the image had white dots due to damage on the charge coupled device unit. It was observed that a flare occurs due to a scratch on the objective lens. It was also observed that the control unit had discoloration due to chemical stress caused by handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: protector of universal cord on the control section side, scope connector cover unit, lock . Engagement lever, lock engagement knob, up and down knob, right and left knob, switch box, scope cover, switch 1, scope connector, universal cord, grip and on the control unit. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. It was unknown if the facility delayed the start of precleaning on the equipment after use. During the precleaning process, it was unknown if the customer supplies air and water through the nozzle. It was unknown if the customer flushes the air and water nozzle with detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. The event can be prevented by following the instructions for use which state: "chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.". Olympus will continue to monitor field performance for this device.